Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device patient/consumer.

Event description:
It was reported that the pump exhibited a motor rate error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection of the device found crack on battery door. Tamper seals were intact. There was evidence of the reported problem recorded in event history log. The reported problem motor rate error was found at occlusion test. The investigation found that the combination of motor assembly, lead screw and both clutch halves were old, dirty and worn out due to normal wear. For corrective action the worm coupling, worm gear, lead screw and both clutch halves were replaced. The root cause of reported problem was due to normal wear consistent with use. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device was last serviced on 28 oct 2021 for an unrelated issue - depleted battery. There was no indication of a service issue during the investigation.

Manufacturer narrative:
Other text: b5: describe event or problem: updated with additional information received. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received by the manufacturer and attached on 30-september-2022, this product did not fail while in use with a patient.